Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue in a review of the device data. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted physio-control to report that their customer's device would prematurely deplete its battery. The device would not power on anymore. A review of the device data by physio-control indicated that there was a constant current drain from the battery, which would cause a fully charged battery to become fully depleted in approximately 5 to 6 days when powered off.

Event description:
The distributor contacted physio-control to report that their customer's device would prematurely deplete its battery. The device would not power on anymore. A review of the device data by physio-control indicated that there was a constant current drain from the battery, which would cause a fully charged battery to become fully depleted in approximately 5 to 6 days when powered off.

Manufacturer narrative:
Physio-control further evaluated the customer's device and determined that the cause of the reported issue was due to a electrically shorted membrane switch, causing 40ma of off current, resulting in the premature depletion of the battery. The customer was provided with a replacement device.